Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was found that the domino connector has failed and detached from the rod. No patient complications were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation but films were supplied for review which found: x-rays show several ap and lateral cervical views showing a complex construct from the occiput to the upper thoracic spine. Dominoes were used to connect the thoracic to the cervical rods. Failure of the domino is verified on the left, but due to rod overlap I cannot verify failure on the right.